Event description:
The customer reported that the system won't boot up all the way. It only goes to five arrows, then on the monitor the bar only goes half way.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.